Event description:
In 2008, it was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), the radio pic tip of the combo cath wire-guided cytology brush came off in the biliary duct of the patient. The physician was unable to retrieve this small piece, so he put a stent in and left the tip in the patient in the hope it will pass. The physician was able to remove the brush and the brushings. The patient is reported to be fine.

Manufacturer narrative:
A product history search was performed and found similar complaints against the upn number. The product family trending chart was reviewed and the trending by reported code for 15 months was reviewed and no current trends in the number of complaints were found. As a specific lot was not identified, a ship history was performed and found the last three lot numbers sent to this customer. A lot history search was performed and found one non-similar complaint against these lots. A review of the device history record was performed for all lots and revealed no related issues to this complaint. The suspect device was not received by boston scientific corporation. A device evaluation cannot be performed; as the device was disposed of by the user facility, therefore, the users experience can not be confirmed and a root cause can not be identified.